Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection with excision. Additional event specific information was not provided.

Manufacturer narrative:
H6: codes b21/c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2012: the (B)(6) hospital and health services. (B)(6), md. Indications: ¿this is a 56-year-old gentleman who has evidence for incarcerated umbilical hernia. By CT scan, this found to contain small bowel contents. It is felt that repair is mandated.¿ implant procedure: open repair of incarcerated umbilical hernia. [Implant: gore® dualmesh® biomaterial [alleged; pid not provided.] Implant date: (B)(6) 2012 [hospitalization dates not provided.] (B)(6) 2012: the (B)(6) hospital and health services. (B)(6), md. Operative report. Preoperative diagnosis: umbilical hernia, incarcerated, with small bowel contents. Postoperative diagnosis: umbilical hernia, incarcerated, with small bowel contents. Wound classification: not provided. Procedure: ¿after the patient underwent satisfactory surgical time-out, site verification, briefing, and after appropriate chloraprep application and draping, the incision was made on the midline encompassing his prior upper abdominal incision to his lower abdominal incision. After this was done, dissection was carried down to along the hernia sac. I was able to circumferentially dissect around this area and take this down to the fascia. This was then opened. Eventually I was able to negotiate around the hernia sac in the neck and then free this from the umbilicus as well. After this was done, the sac was then opened up. The small bowel was able to be reduced back into the abdomen. It was examined. There is no sign of any necrosis or suspicion of any abnormalities. After this was done, the wound was then examined and then freed up to provide a mesh graft placement. I had difficulty in dissecting off some of the omentum as it was stuck to the prior midline incision and had some bleeding, probably 150 or 200 ml just to get the omental bleeding points controlled. This required oversewing using 2-0 vicryl. Eventually, the bleeding point was brought up through wound and it could be easily clamped and tied using vicryl suture ligatures. After this was done, an 8 cm dual-sided mesh gore-tex on the visceral side and polypropylene on the abdominal wall side were then placed. The [sic] was placed in circumferential fashion using horizontal mattress sutures of 0 gore-tex suture through the polypropylene side of this. This provided for satisfactory positioning, placement, and fixation. The wound itself was then secured using 0 gore-tex sutures. After this was completed, the tails of the sutures were then clipped to prevent unfurling of the sutures and also used as a marker in the event of potential issues with recurrence. At this point, the wound was then irrigated. It was then closed running 0 vicryl and then the skin closed using 4-0 vicryl rapide. The patient tolerated the procedure satisfactorily. Blood loss was probably 200 ml or less. A sterile dressing was applied. The patient did undergo radiofrequency wanding and this was negative for any retained foreign body, i.e. Sponges.¿ ¿the patient received 2 grams of kefzol within an hour of the incision.¿ implant sticker/record: not provided. Pathology: not provided. Explant preoperative complaints: (B)(6) 2012: the (B)(6) hospital and health services. (B)(6), md. Indications: ¿this gentleman had an open hernia repair for incarcerated hernia. I placed mesh in that to help reinforce the defect, thinking that this would reoccur without that and the patient developed wound and developed draining sinus. This had not cleared up in about 4 months since that surgery, and it was felt that it would be best to explore this area. With this in mind, I proceeded with operative treatment.¿ explant procedure: exploration of wound signs with rib removal of mesh. Explant date: (B)(6) 2012 [hospitalization dates not provided.] (B)(6) 2012: the (B)(6) hospital and health services. (B)(6), md. Operative report. Preoperative diagnosis: sinus tract involving mesh graft placement. Postoperative diagnosis: sinus tract involving mesh graft placement. Anesthesia: general. Wound classification: not provided. Procedure: ¿after the patient underwent satisfactory surgical time out, site verification and briefing and after appropriate chloraprep application and draping, and after general endotracheal anesthesia, the area was then opened. Dissection was carried down through the subcutaneous tissue to the mesh area. This had a chronic cavity with this consistent with mesh infection. I thought it best to remove all this mesh from that area. This was a circular, dual mesh with polypropylene on the abdominal wall side and gore-tex for the visceral side. The gore-tex was the problematic component to this and this was removed. It was found to be free floating. All gore-tex was removed. The gore-tex sutures were removed from this area. This provided for good, clean cavity. There was fascia around this that could be reapproximated and this was done after it was irrigated with 2 liters of saline solution. The wound was then closed using #1 double-stranded pds suture in interrupted technique for the fascia and then the skin was closed using 4-0 nylon. The patient tolerated the procedure satisfactorily. Blood loss was less than 20 ml.¿ (B)(6) 2012: the (B)(6) hospital and health services. (B)(6). Pathology report. Clinical diagnosis: ¿drainage from open hernia repair with mesh.¿ specimen submitted: ¿gross mesh.¿ gross: ¿this consists of multiple fragments of mesh and very tiny amounts of blood clot. There is a small staple noted. This material measures 6.5 x 7.2 x 1.6 cm in aggregate. It is submitted for gross examination only.¿ diagnosis: ¿mesh material, excision: fragments of foreign material consistent with mesh, specimen submitted for gross diagnosis only.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect , h6: updated investigation finding , h6: updated type of investigation , h6: updated investigation conclusions . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.